Event description:
The customer reported that during a urological surgery, the device would no longer open after several activations. Tissue around the jaws was resected in order to remove the device. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.